Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci s hysterectomy for chronic pain and uterine leiomyomata on (B)(6) 2011. Isi was provided with the operative report. Additional information provided includes follow up medical notes. There was no indication of a malfunction of the da vinci s surgical system, instruments or accessories during surgery. However, there was an inadvertent cystotomy performed at the apex of the bladder due to extensive intraabdominal adhesions and a small bowel hernia involving small bowel, bladder and the anterior abdominal wall peritoneum. This cystotomy was closed primarily with a watertight two-layered closure. On (B)(6) 2011, the patient presented with vaginal bleeding and was felt to have a draining hematoma. The symptoms resolved.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure.